Event description:
It was reported that the patient presented in the operation room for a lead replacement procedure due to lead noise. The lead was capped and replaced. The patient was stable throughout the procedure.